Manufacturer narrative:
UDI - (B)(4). Please note that the date available for evaluation was inadvertently reported as oct 17, 2017 in the previous supplemental medwatch report. The correct date is oct 13, 2017. The previous report documented that the date of manufacture (dom) was nov 18, 2011. The dom has been updated to reflect the date (nov 21, 2011) the device was manufactured. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly. This medwatch is being resubmitted due to outage in FDA's electronic submission gateway (esg) upon initial submission.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor of the compact air drive device had seized, jammed, and was moving heavily. It was further determined that the device failed pretest for check triggers for forward / reverse mode, and check function of soft mode switch (safety system). It was noted in the service order that before use it was observed that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.